Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported. The patient condition was good.